Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The customer stated that the alarm had occurred more than once in the last 30 days. He confirmed that the drive support cap appeared normal and he is able to rewind. Blood glucose value was 240 mg/dl. The customer also reported that he received a no delivery alarm during manual prime. He stated that when there is quarter of insulin in the reservoir, the insulin pump will not deliver. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis. The call was transferred to discuss getting an upgraded insulin pump.